Event description:
On 10-jun-2025, a journal article was retrieved from musculoskeletal surgery (2025) that reported a retrospective study from italy. The purpose of the study was to compare the radiological and functional outcomes of short stem and traditional stem during midterm follow-up. The study reviewed a consecutive series of 50 hips/50 patients using a fitmore stem and 50 hips/50 patients using a cls stem, between 2008 and 2015. The surgeries were performed by a single surgeon using an anterolateral watson-jones approach and a press-fit technique. The indication for revision/surgery was idiopathic or secondary osteoarthritis of the hip, avascular necrosis of the femoral head, moderate hip dysplasia (crowe 1°¿2°), rheumatoid arthritis, previous slipped epiphysis of the femoral head, or perthes disease. The study population had a mean age at time of surgery of 57.0 ± 8.4 and 56.6 ± 10.9 years; 28 males/22 females for the cls group and 19 males/ 31 females for the fitmore group. Follow-up was conducted at one month, three months, six months, twelve months, and annually thereafter with a mean length of follow-up of 8.4 ± 2.1 years in the cls group and 7.6 ± 2.2 years in the fitmore group. A journal article reported one patient within the fitmore group had thrombophlebitis and successfully treated with heparin therapy. Diligence is completed and no further information on the reported vent has been provided.

Manufacturer narrative:
(B)(4). D6a. Implant date: between (B)(6) 2008 and (B)(6) 2015. D10. Unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2. Report source: italy. Product has not been evaluated as it has been determined the event is not related to device. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: comparative study of fitmore and cls stems in total hip arthroplasty: midterm clinical and radiographic outcomes. F. R. Evola; a. Caldaria; l. Costarella; a. G. D¿amico; v. D¿agata; m. Vecchio; g. Sessa. Musculoskeletal surgery. Pages(1-9). 2025. Https://doi.org/10.1007/s12306-025-00885-x.